Event description:
A biomedical engineering technician reported to baxter corporate product surveillance (cps) a continu-flo solution set in which the y- site clearlink luer activated device failed to open when attempting to connect an unknown secondary set. The report stated that the nurse was attempting to run a secondary infusion of ceftriaxone. The reporter stated that the infusion was not running for a long period of time when the nurse noticed that the ceftriaxone was not being administered; the primary bag containing 0.9% sodium chloride was delivered instead. There were no reports of patient injury, medical intervention or adverse events associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. A batch review could not be completed as the lot number is unknown.

Manufacturer narrative:
(B)(4). The actual sample was returned for evaluation connected to a secondary set. Visual inspection as well as functional tests were performed on the samples. The secondary set was detached from the primary set and both sets were re-primed. The secondary set was then attached to the first y-site of the primary set and checked for flow. The secondary set was removed from the first y-site and re-attached to the second y-site and again checked for flow. Both samples primed and flowed normally. Both y-sites also flowed normally when the secondary set was attached. Therefore, the reported condition was not confirmed. An assignable root cause could not be determined. A batch review could not be performed as the lot number is unknown. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4).